Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury. On (B)(6) 2005, the pt had the tape excised as deeply as possible in the office. On (B)(6) 2006, the mesh was removed. From (B)(6) 2008 to (B)(6) 2009, unk what occurred in the pt's medical history. On (B)(6) 2009, vaginal mesh was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.